Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system with bd maxzero¿ needle-free connector extension tubing separated from the adapter. The following information was provided by the initial reporter: "extension tubing was not attached to nexiva device".

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the photograph submitted for evaluation. Bd received one photo of a 20g nexiva device for investigation. The photo displayed the extension tubing separated from the y-port on the catheter adapter. No portion of the tubing could be observed within the y-port. The needle and tip shield were observed to be connected to the catheter and adapter. There was no evidence of use observed on the product. The reported issue was confirmed. Separation of the extension tube can occur in the clinical environment from tensile (pulling) stress or sharp instrument damage or during manufacturing due to bonding failure or improper curing. However, without the physical sample, further testing could not be performed, and a root cause could not be established. H3 other text : see h10.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system with bd maxzero¿ needle-free connector extension tubing separated from the adapter. The following information was provided by the initial reporter: "extension tubing was not attached to nexiva device".